Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with status post work injury on (B)(6) 2008, cervical radiculopathy clinically in lower cervical distribution, MRI scan cervical spine on (B)(6) 2008 showing evidence of left central disc herniation at c5-6 left foraminal stenosis, limited response on cervical esi (epidural steroid injection) (B)(6) 2008, (B)(6) 2008 and (b)(6( 2008, progression of symptoms and underwent the following procedures: c5-6 anterior cervical discectomy, bilateral foraminotomy, spinal cord decompression nerve decompression, excision of herniated disc with multiple free fragments. C5-6 anterior body graft with 7mm height packed with bmp. C5-6 segmental interfixation with kinetic life spine plate and instrumentation using 12mm screws. Insertion of interbody peak device. Intraoperative ssep (somatosensory evoked potentials) monitoring. Intraoperative fluoroscopy. Supervision and interpretation in which rhbmp2/acs was used.